Event description:
It was reported that on (B)(4) 2022, patient underwent a hardware removal and revision surgery. There was a fracture that occurred below the nail. Procedure outcome and patient status are unknown. This report is for a 11.0mm ti helical blade 120mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: additional procode: hwc complainant part is not expected to be returned for manufacturer review/investigation. Part: 456.309-us synthes lot: 11l9336 supplier lot: n/a release to warehouse date: july 01, 2019 manufactured by: synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.